Event description:
The user facility reported that during what was described as a whipple procedure the pt had reportedly experienced an air embolism and expired.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report, and was informed that the pt had undergone either a whipple procedure or ercp, reportedly experienced an air embolism during the procedure. The pt was resuscitated for 40 mins, and then taken to CT scan where the diagnosis was made. The pt was then transferred to intensive care unit (ICU) where he arrested again and expired. The light source referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt outcome could not be determined. This report will be supplemented if the device is returned for eval, or if other significant info is received. This report is being submitted as a MDR in an abundance of caution. See also MFR report number 8010047-2011-00275 for related report.